Event description:
Nd:yag laser calibrated to 11 watts before procedure. Laser taken off standby. When md pressed foot pedal, no energy came out of the tip of the fiber. Energy increased to 14 watts but had the same results when foot pedal pressed, no energy out of the tip of the fiber.